Event description:
Procedure type: ladg-lap asst distal gastrectomy. According to the reporter: during surgery, the balloon broke. Surgeon retrieved all the broken pieces he was able to find, however, some pieces might have remained inside the cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
Date initial report sent: 07/23/2008.